Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data and download history revealed an unusual ¿power on reset¿ event recorded on (B)(6) 2015. On examination, the returned battery cap had stripped threads; cap measurements confirmed the battery cap was within specifications. The battery compartment was found to be cracked on the side extending from the threads to the case seal. The battery cap was not able to be secured properly to the pump and intermittent power issues were confirmed with the cap in place on the pump. Electrical connectivity was achieved using a test battery cap. On investigation with the test cap in place, the pump powered on to the verify screen with functional auditory tones and vibration. The pump was exercised for 24 hours without power interruption. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s power circuit. Intermittent power issue was confirmed on investigation using the returned battery cap.